Event description:
Pt presented to physician's office complaining that ICD was alarming. Interrogation of device showed ventricular lead impedence greater than 2000. Pacemaker was not sensing or capturing and there was oversensing at times.